Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had observed a power on reset (por) error code and therapy had stopped due to the por. On the day of the report, the patient was able to clear the por message using the programmer. The patient reported they experienced pain since they could not use their ins since the por occurred. No further complications were reported/anticipated.